Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator was not calibrated. The field service engineer calibrated the refrigerator using the smart remote manager and advised the customer to either replace the refrigerator or modify the temperature dial to prevent any future problems. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system remote manager, the refrigerator's temperature was too cold and was operating in defrost mode. The customer reported that due to this malfunction, they were unable to open the door, which caused a delay in administering medication to the patient. There were no adverse events or injuries reported based on this incident.